Event description:
Dealer advised enduser stated unit is not giving oxygen when enduser inhales. Dealer advised external battery wires are frayed. Dealer advised connection where you plug in internal battery is loose.